Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use by customer that cs300 intra aortic balloon pump (iabp) optical sensing module failure and auto r-wave deflate. The auto r-wave deflate message was identified as informational and appropriate for patients with a-fib. After reviewing a screenshot, she was instructed to disconnect and reconnect the fiber-optic cable. No changes were observed in the arterial waveform. There was no harm or injury reported.